Manufacturer narrative:
(B)(6). Unknown when device failed or pain started. UDI # unknown part number, UDI is unavailable, unknown prodisc implant at l45 and l5s1 endplate. R/a information unavailable. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 16. Jan. 2015 expiry date: 01. Jan. 2020, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an x-ray done approximately one week later, after the first revision (see (B)(4)) prior to discharge from hospital, revealed the exact same event, moved inlay as previously outlined occurred with the new prodisc pdl, which did lead to a second reivsion.(captured under (B)(4)) device was explanted and patient underwent fusion. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Date of post-operative event is unknown; however, the issue was discovered approximately one (1) week after the procedure on (B)(6) 2015. (B)(4). Device explanted on an unknown date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with a prodisc-l device at l5-s1 on (B)(6) 2015. Due to postoperative events, which have been captured under related complaint (B)(4), the patient was returned to the operating room on (B)(6) 2015 where the original implant was removed and a new prodisc-l was inserted. Prior to discharge approximately one (1) week later, an x-ray image was taken that confirmed inferior endplate breakage (keel sheared off) and movement of the polyethylene inlay. Another revision took place on an unknown date. The prodisc-l implant was again removed and the patient underwent a fusion procedure. This report will address the second revision procedure, which took place on the unknown date. The first revision on (B)(6) 2015 was captured in and reported under (B)(4).